Event description:
It was reported that the implant at tooth site #43 lost integration due and was removed.

Event description:
It was reported that the implant at tooth site #43 lost integration due and was removed.